Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the battery yesterday on the insulin pump and received a failed battery test alarm today. Customer changed the battery again and received the same alarm. Customer is now out of batteries. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer had a syringe and took insulin out of the reservoir to treat. Customer was advised to call back when she has a new battery to continue troubleshooting. Customer was advised against taking out the insulin from the reservoir using a syringe.